Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinin provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Device was discarded and therefore not returned for evaluation. The lot number is known, though as of this report results of a DHR review or other testing are not available.

Event description:
It was reported that a file separated in canal during procedure: "the file separated the first time we used it. I had just taken it out of the box and it separated near working length." The doctor was able to fill around the separated piece. There was no report of pt injury or discomfort. No further treatment is planned.